Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer reported that the patient was revised as the exeter stem was broken at the trunnion.

Manufacturer narrative:
Additional info: return device and returned date, device evaluated by mfg, mfg date. An event regarding a crack/fracture involving an exeter stem was reported. The event was confirmed through mar. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 19 june 2018. The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. All anterior and posterior orientations in this report are based on this being a right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are flipped. The anterior, posterior, lateral and medial surface of the hip stem. The stem was observed to have explantation damage and evidence consistent with the cement mantle breakdown process. The fracture surfaces of the proximal and distal ends of the stem. Based on macroscopic features, the approximate location of fracture origin, propagation and final fracture. Macroscopic analysis of the fracture surface indicated that the fracture origin was on the lateral surface and propagated towards the medial surface. The stem was placed into the scanning electron microscope (sem) for further analysis. Sem analysis-the lateral surface near the location of fracture origin. Fatigue striations were observed at on the fracture surface. The fatigue striations indicate that the device fractured in fatigue. Ductile morphologies were observed at the final fracture, indicating that the final fracture occurred in overload. Dimensional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: the stem fractured at the neck. A continuous metal transfer ring was observed on the internal circumference of the female taper of the head consistent with proper seating between of the trunnion of the hip stem and the head taper. The head likely fractured due to hoop stresses. The stem neck fractured in fatigue. Eds showed that the stem was consistent with astm f1586. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the stem neck fractured in fatigue. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the patient was revised as the exeter stem was broken at the trunnion. Update: upon receipt of the devices, the ceramic head was also noted fractured.